Event description:
It was reported that a patient encountered an issue with the pump's load process on two occasions, where the pump would unexpectedly revert to the cartridge change step despite having sufficient insulin and a securely snapped cartridge. The patient, experienced with using the pump for more than five years, had to refill the tubing multiple times before it worked. There was no adverse impact to the customer's blood glucose level. Although the issue did not occur at the time of contacting support, it had happened twice, and the patient planned to call tech support before making the next site change. Support conducted a pump log review, and all follow-ups for the case were completed without requiring additional actions. The customer was advised to reach out if the problem persists in the future.